Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was "administering the dose too quickly." Per reporter no additional information was available. No adverse patient effects were reported.